Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/18/2010, 05/19/2010, 05/20/2010, 05/21/2010, 05/24/2010, 06/02/2010, and 06/10/2010 by phone, fax, and mail. A completed questionnaire was received on 06/02/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "blurry near vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexplained postoperative refraction following intraocular lens (iol) implant surgery. A technician reporting for the surgeon stated the patient was experiencing blurry near vision following the iol implant. The iol was exchanged for the same model, different power lens. The patient has a history or diplopia (pre-existing). Following the exchange procedure, the patient reported his near vision had improved. In a follow up, the surgeon reported the event resolved.